Event description:
The issue involves cerner millennium I&o2g and affects users that utilize the intake and output second generation to record a pt's fluid intake and output for an specified time period. In cerner millennium, when the user initially loads or refreshes the view in reverse chronological order I&o results do not display in the time column directly after the shift total column. Pt care could be adversely affected, as clinician's findings may be inaccurate or incomplete. This issue could result in serious injury as clinical decisions could be based on incomplete data. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2009, to all potentially impacted client sites. The software notification includes a description of the issue and a software modification has been developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.